Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during evaluation of the pulse generator for possible upgrade, noise was noted on the right atrial lead on the stored electrograms. There were three atrial noise reversion episodes. The noise was not reproducible. During an unrelated procedure, the physician noted that blood was in the header of the pulse generator. Lead measurements were normal. The leads were reconnected to the existing pacemaker and the patient was transferred to another facility. The device was replaced on (B)(6) 2019 and the lead remained in use. The patient was stable post procedure.

Manufacturer narrative:
Final analysis noted atrial and ventricular channels had small amount of dried blood on atrial and ventricular setscrews. Small amount of dried blood found should not have caused the noise anomalies found in the field. Noise anomaly found in the field could not be reproduced. Analysis was normal. No anomalies were found.